Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient stated solution was spraying from behind the homechoice door. This issue occurred during setup while the patient was not connected. The renal therapy service agent (rtsa) assisted the patient in removing the cassette and advised the patient to start therapy over with new supplies. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.